Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device not able to interrogate with rf. Programming was not possible.

Manufacturer narrative:
The device was tested on the bench and using automated testing equipment, and no anomalies were found.